Event description:
It was reported by the patient that the patient was experiencing "small, tense shocks in the device area." Follow-up with the clinic noted an echocardiogram was performed and "everything was fine." Because the patient may have been experiencing diaphragmatic stimulation, the left ventricular lead pulse amplitude was lowered and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.